Manufacturer narrative:
(B)(4). The carefusion technical support specialist recommended that the customer adjust or change the exhalation flow sensor and inspect the tca board cable. The customer has not returned the device for eval.

Event description:
The customer reported that during set-up of the ventilator the unit does not ventilate and has continuous audible alarm. No pt involvement.